Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 400mg/dl. The cause of elevated bg was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and fluids of saline. Tandem technical support made multiple follow up attempts to obtain the release date with no response from customer, however, customer indicated that the issue was resolved and no permanent damage was sustained. System check with tandem technical support confirmed the pump and related supplies were functioning as intended.